Event description:
Boston scientific received information that noise was observed on the right ventricular (rv) shock channel. The noise episodes never resulted in the delivery of inappropriate therapy. It was suspected this rv lead was fractured. The decision was made to perform a replacement procedure. During explant, no further anomalies were observed. There were no adverse patient effects reported. It was also noted that during the same procedure, the physician elected to replace the pg. There was no allegation against the pg.

Manufacturer narrative:
This rv lead was surgically abandoned. There were no adverse patient effects reported. At this time there is no additional information. Should additional information become available this report will be updated.